Manufacturer narrative:
The bipolar insert cev633-1a was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation verified the complaint as valid. The coating of the wire was damaged, there are deep scratches and it was whitened. The wires were bent, the black ring was slightly unstuck and the wires came out of the tube. Root cause: the device was not working because there was a short circuit due to damages on the coating. The damages of the device are due to bad handling during the storage or the cleaning of the device. The IFU nt058 mentions that: "inspect components for any damage. If damage is observed, do not use the instrument until it is repaired."

Event description:
This report is 10 of 11 for another bipolar insert cev633-1a , and is linked to mfg report numbers: 2523190-2021-00151, 2523190-2021-00152, 2523190-2021-00153, 2523190-2021-00154, 2523190-2021-00155, 2523190-2021-00156, 2523190-2021-00173, 2523190-2021-00174, 2523190-2021-00175, 2523190-2021-00177. A facility reported that there was no activation of 3 different forceps during gynecological surgery. The forceps were disassembled after two forceps were in short circuitry and three inserts had damaged coating. The device was not in contact with the patient; however, it was reported that the event led to significant increase of surgery time. No patient injury or death was reported.